Event description:
It was reported the pt was experiencing pain near her ipg site. The pt's nurse practitioner believes the pt's ipg may be affecting her sciatic nerve. The pt was treated with lidocaine patches and provided with stretching exercises. The pt will follow-up with physician at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.